Manufacturer narrative:
H6: health effect - impact code.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned, and the variable depth straw had been trimmed. There are no defects of the insertion device. A functional evaluation could not be performed because both implants had already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix's suture and both t-implants fell off from the meniscus. T1 was already anchored secured in the patient when the problem was noticed, both implants were removed from the patient using tweezers. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.